Manufacturer narrative:
Date product was investigated and reportable failure determined this MDR is being reported based on the failure analysis results of the returned needle. The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The needle failed investigative testing. The shaft's temperature is -6.6°c which points to insufficient thermal insulation of the needle; however the ice ball size was within the specification and was not compromised due to thermal insulation loss. Needle disassembly identified that the soldering joint of the vacuum sleeve was found with microscopic cracks leading to return gas flow between the vacuum sleeve and the shaft wall, resulting in the shaft thermal insulation loss. Vacuum sleeve insulation test found the sleeve in working order and no soldering flux residuals or corrosive signs were seen on the vacuum sleeve's external surfaces. Based on the investigation results, the root cause determined very quick cooling of the soldered joint immediately after soldering, which causes to thermal shock and creation of cracks.

Event description:
It was initially reported that when the sales representative visited the hospital, they received a needle with a note on the box that it was defective. No other event information was provided. The needle was returned to galil medical for investigation where it was determined that the needle failed investigative testing for insufficient thermal insulation of the needle.